Event description:
Account said the mattress has fluid ingress. He said nobody was hurt. Account said there was no tears or needle sticks.

Manufacturer narrative:
Sales shipped replacement mattress out to resolve this issue.